Event description:
May daughter was using the practi-valves that are used to practice mouth-to-mouth resuscitation/CPR in high school health class. The end-cap of the valve detached during training and she swallowed the end cap. Incident location: school - (B)(6). Injury info: injury, emergency department treatment received. (B)(4). Product description: blue plastic air valve, places it over the dummy's mouth and blows through the valve to fill the dummy's lungs with air. "(B)(4)" is printed in white on the valves. The valves measure 2.75 inches long by 1 inch wide and are disposable. (B)(4). Product category: practi-valves-this recall involves practi-valves that are used to practice mouth-to-mouth resuscitation/CPR. The trainee connects the blue plastic air valve to plastic mask, places it over the dummy's mouth and blows through the valve to fill the dummy.